Event description:
Baxter reported an incident of a "fast flow" involving an infusor lv 1.5. In 2005 the infusor was filled with 117ml of normal saline, 11.5mg of holoxan and 11.5 mg of mesna, and the infusion was started. Four days later the physician noticed that infusor was empty, after being in use for 4 days instead of the intended delivery time of 7 days. As a result, the patient experienced asthenia, malaise, somnolence, and became slow in movements. The patient was treated with methylene blue, mesna, and was hydrated. The patient recovered and did not experience any further injury.